Manufacturer narrative:
Two opened knife samples were received in package trays for the report of being blunt. One sample was not seated correctly inside of the tray and the other has deep scratches in the bottom of the tray. The returned samples were visually inspected. One sample was found to be conforming while the other sample was found to be nonconforming with a damaged cutting edge. Penetration testing was performed on the visually conforming sample and which was also conforming for penetration. A photo is attached to the parent complaint and has been reviewed by the investigation site. Due to the quality of the photo, no product defect can be seen. A review of the device history records related to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the possible lots for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on one returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but is confirmed to be unavailable. (B)(4).

Event description:
A nurse reported that two knives were noted to be blunt during cataract surgery. An alternate knife was obtained in order to complete the procedure with no patient impact. Additional information has been requested.